Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. The customer was assisted with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappears.